Manufacturer narrative:
According to available information, this atrial lead remains implanted and in service.no further information is available. If more information becomes available this report will be reopened and updated.

Event description:
Boston scientific received information that two days after a device upgrade procedure, this atrial lead was dislodged. A revision procedure was performed; this lead was successfully repositioned. Acceptable measurements were obtained post procedure. No adverse patients were reported.